Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the fatigue patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of capture. On (B)(6) 2018, the patient presented for lead vision. Chest x-ray was performed and revealed no anomalies. During procedure, upon attempt on separating the leads, insulation breach occurred and therefore the lead was explanted and replaced successfully. The patient was in stable condition.